Event description:
The customer would like the run data files investigated to determine a possible cause for the elevated white blood cell content that was measured in an apheresis platelet quality control sample. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. No medical intervention was necessary. The disposable set was discarded by the customer and is unavailable for eval. This report is being filed due to an alleged malfunction that could have the potential for injury.

Manufacturer narrative:
(B)(4). The run data file was reviewed. Signals indicate that the platelet collection started shortly after the platelet valve opened and appeared normal throughout the run. Analysis of the run data file did not indicate a conclusive cause for the reported elevated wbc content in this procedure. There are no events (adjustments, changes in pump speed, substate changes) in the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available info, it is possible that this leukoreduction failure could be part of the site's normal leukoreduction statistics. It is also possible that it is donor-related. Investigation evaluation and corrective actions are in progress. A f/u report will be provided. This report was filed beyond the 30 day time frame due to an internal processing issue that is currently being evaluated for appropriate corrective actions.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.